Event description:
It was reported that during a sigmoidectomy, air leaked from the device when the forceps were fitted. Another device was used to complete the case. There were no adverse consequences to the patient.